Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels. Reportedly, customer's health care professional believes the pump settings need to be adjusted. Customer ate food to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional.